Event description:
Pump was reported to infuse lasix too fast. The pump was set for 5cc per hour with volume limit of 18cc but it infused the entire 18cc in less than an hour. No patient injury resulted and no medical intervention was needed.